Manufacturer narrative:
The pump was received with errors and critical pump error alarms due to a software error. Unable to perform the displacement, rewind, seating or basic occlusion tests due to open book critical pump error. The pump was received with a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had two error alarms within two days. Blood glucose level at the time of the incident was 283 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.